Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient developed an infection at the ipg pocket. The wound was cleaned and the device was re-implanted. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient will resume using the device.